Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pockets from drawer 2.2 was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer guided the customer to perform a manual shutdown using the switch at the back of the med station. The customer waited approximately 10 minutes and restarted the system. The med station rebooted successfully, the med app launched, and login was successful. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.